Event description:
There was a return of patient symptoms, and that the patient was having "a problem with the pump." The patient had back fusion in (B)(6) 2012 and since then reported being in "a lot more pain," that his rib pain that he hadn't had "for two years" was back. The patient stated "I'm not a radiologist, but it looks like the catheter was moved" from where it when the pump was originally installed. It was also noted that "sometimes" the catheter "nozzle" "could be clogged up and have some modules" on there "or something like that." It was also noted that they were "looking for any options" that it might be causing the return of pain. It was then noted that when the patient "hits the bolus" "it's like somebody just taking medication and just pouring it down my left leg," "everything goes numb," it "helps a little bit so there is something wrong." The patient was bedridden, "they" had been increasing the dilaudid, and "nothing had changed." The device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer: model 8835, serial# (B)(4), implanted:na, explanted:na. Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Catheter: model 8596sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4). "Could be clogged up and have some modules." "Bedridden." "Just taking medicine and just pouring it down my left leg." "Having a problem with the pump."

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient thought they were having a problem with the pump. The patient's rib pain was back and it was pretty excruciating. They also noted low back pain. It was also noted that when the patient had a bolus, everything would go numb, and it helped a little bit so something's wrong. The patient was bedridden, and the patient knew something was wrong. Additional information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml, 149.9 mcg/day, also reported as 150 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was additionally reported that the patient mentioned past falls, and that the catheter moved from t10 to t12. The hcp thought that the catheter area might be swollen. The patient saw the hcp on (B)(6) 2015 to discuss having the pump removed, but he wanted magnetic resonance imaging (MRI) first, and then would take care of the pump replacement. The patient could not lie flat for any length of time, and had vascular ultrasounds which were normal. The patient still had slight swelling, leg pain, and felt like there was a bug bite, but there is nothing there. The patient's thighs and legs hurt. The patient also had break through pain, and his neck pain was flaring up, and he took dilaudid 4.0 mg pills. It was again noted that the patient had lumbar 3 (l3) discectomy in 2012, and the catheter migrated from thoracic vertebra 10 (t10) to t12. The hcp decided that since the patient was going to a different hcp for a pump replacement, that he would not perform a catheter study at that time. It was noted that the hcp would likely replace the entire system. No actions were taken, and the issue was not resolved at that time. The patient status was alive with no injury. It was also reported that surgical intervention did occur. The patient was to return to the hcp; the date and plan of care were unknown at that time. The fentanyl dose was changed to 175 mcg/day on (B)(6) 2015. It was additionally reported that visualization of intrathecal catheter tip in thorax plumber spine noted. They aspirated 1 ml clear fluid from the catheter access port (cap); contrast was used to document catheter patency with positive study determining catheter patency. The hcp would continue with medication titration with the pump. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.